Manufacturer narrative:
The root cause for the reported issue of infusions taking too long for chemo patients was not determined. The reported issue that there was an infusions taking too long for chemo patients could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported an issue with the devices wherein the infusions on chemotherapy patients are taking too long. There was patient involvement but the information on patient impact is unknown.